Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 04-nov-2015. The most recent information was received on 24-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A73761-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis and inflammation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("pain in the fallopian area regularly"), tooth fracture ("my teeth are now chipping"), loss of libido ("my sex drive (profanity)"), depression ("I was also put on depression meds"), aggression ("I were arguing"), genital haemorrhage ("heavy bleeding/ blood clot"), the first episode of abdominal pain lower ("severe cramps"), abdominal distension ("bloat"), anxiety ("anxiety"), polymenorrhoea ("24-25 day cycle"), headache ("headaches"), acne cystic ("cystic acne"), the second episode of abdominal pain lower ("horrible cramps"), back pain ("back aches"), infection ("infection") and alopecia ("hair falling out"). The patient was treated with surgery (total abdominal hysterectomy,bilateral partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, adnexa uteri pain, tooth fracture, loss of libido, depression, aggression, genital haemorrhage, abdominal distension, anxiety, polymenorrhoea, headache, acne cystic, the last episode of abdominal pain lower, back pain and infection outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, acne cystic, adnexa uteri pain, aggression, alopecia, anxiety, back pain, depression, genital haemorrhage, headache, infection, loss of libido, pelvic pain, polymenorrhoea, tooth fracture, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: discrepancy in essure insertion - (B)(6) 2013 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-nov-2015. The most recent information was received on 14-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A73761) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis and inflammation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("pain in the fallopian area regularly"), tooth fracture ("my teeth are now chipping"), loss of libido ("my sex drive shit"), depression ("I was also put on depression meds"), aggression ("I were arguing"), genital haemorrhage ("heavy bleeding/ blod clot"), the first episode of abdominal pain lower ("severe cramps"), abdominal distension ("bloat"), anxiety ("anxiety"), polymenorrhoea ("24-25 day cycle"), headache ("headaches"), acne cystic ("cystic acne"), the second episode of abdominal pain lower ("horruble cramps"), back pain ("back aches"), infection ("infection") and alopecia ("hair falling out"). The patient was treated with surgery (total abdominal hysterectomy,bilateral partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, adnexa uteri pain, tooth fracture, loss of libido, depression, aggression, genital haemorrhage, abdominal distension, anxiety, polymenorrhoea, headache, acne cystic, the last episode of abdominal pain lower, back pain and infection outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, acne cystic, adnexa uteri pain, aggression, alopecia, anxiety, back pain, depression, genital haemorrhage, headache, infection, loss of libido, pelvic pain, polymenorrhoea, tooth fracture, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: discrepancy in essure insertion - (B)(6) 2013 and (B)(6) 2013. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received :medical device removal event replaced with pelvic pain. Lot no added, medical history added. Patient¿s dob and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A73761-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis and inflammation. On (B)(6)2013, the patient had essure inserted. On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("pain in the fallopian area regularly"), tooth fracture ("my teeth are now chipping"), loss of libido ("my sex drive (profanity"), depression ("I was also put on depression meds"), aggression ("I were arguing"), genital haemorrhage ("heavy bleeding/ blood clot"), the first episode of abdominal pain lower ("severe cramps"), abdominal distension ("bloat"), anxiety ("anxiety"), polymenorrhoea ("24-25 day cycle"), headache ("headaches"), acne cystic ("cystic acne"), the second episode of abdominal pain lower ("horrible cramps"), back pain ("back aches"), infection ("infection") and alopecia ("hair falling out"). The patient was treated with surgery (total abdominal hysterectomy,bilateral partial salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, adnexa uteri pain, tooth fracture, loss of libido, depression, aggression, genital haemorrhage, abdominal distension, anxiety, polymenorrhoea, headache, acne cystic, the last episode of abdominal pain lower, back pain and infection outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, acne cystic, adnexa uteri pain, aggression, alopecia, anxiety, back pain, depression, genital haemorrhage, headache, infection, loss of libido, pelvic pain, polymenorrhoea, tooth fracture, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: discrepancy in essure insertion - (B)(6)2013 and (B)(6)2013. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-nov-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri pain ("pain in the fallopian area regularly"), tooth fracture ("my teeth are now chipping"), loss of libido ("my sex drive ''shit''"), depression ("I was also put on depression meds"), aggression ("I were arguing"), genital haemorrhage ("heavy bleeding/ blood clot"), the first episode of abdominal pain lower ("severe cramps"), abdominal distension ("bloat"), anxiety ("anxiety"), polymenorrhoea ("24-25 day cycle"), headache ("headaches"), acne cystic ("cystic acne"), the second episode of abdominal pain lower ("horrible cramps"), back pain ("back aches"), infection ("infection") and alopecia ("hair falling out"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, adnexa uteri pain, tooth fracture, loss of libido, depression, aggression, genital haemorrhage, abdominal distension, anxiety, polymenorrhoea, headache, acne cystic, the last episode of abdominal pain lower, back pain and infection outcome was unknown and the alopecia was resolving. The reporter considered anxiety to be unrelated to essure. The reporter considered abdominal distension, acne cystic, adnexa uteri pain, aggression, alopecia, back pain, depression, genital haemorrhage, headache, infection, loss of libido, medical device removal, polymenorrhoea, tooth fracture, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media was received: new reporter (lawyer) and new events (polymenorrhoea, headache, cystic acne, abdominal pain lower, back pain, infection nos, alopecia and medical device removal) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.